Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen (o2) concentration or fresh gas flow during a case. There was no patient injury.

Manufacturer narrative:
Block a: no report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electronic gas mixer was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.